Event description:
In this event it is reported that a patient using byte night aligners experienced a huge cross bite and jaw issues and gum recession caused by the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. A DHR review was conducted with no discrepancies noted.